Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3. As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. There was no difficulty connecting the exoseal vascular closure device (vcd) with the non-cordis sheath, and no resistance or friction was noted during advancement. The sheath was neither kinked nor bent, and proper engagement and locking procedures were followed, including audible click confirmation. Pulsatile flow was observed from the bleed-back indicator and slowed/stopped as expected during retraction. However, the indicator window did not change to black, and no red color appeared; the plug deployment button could not be pressed. The device was later attempted to be deployed outside the patient¿s body, but the indicator window remained unresponsive. The device was used to close a puncture site in the femoral artery. The operator was trained, and the vcd was used in an interventional procedure following proper storage and preparation per instructions for use (IFU). A retrograde approach was taken. There were no signs of damage to the device or package before use. An 8f non-cordis sheath was used. Angiography confirmed appropriate artery conditions, including insertion angle and diameter =5mm. No calcium, plaque, stent, significant stenosis, prior closure, or pre-existing complications were noted at the puncture site. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18433440 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, the 7f exoseal device was reported to have been used with an 8f sheath. As reported in the product description within the instructions for use (IFU), ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) could not be accurately positioned and could not seal a ruptured vessel as intended. There was no reported patient injury. There was no difficulty connecting the exoseal vascular closure device (vcd) with the non-cordis sheath, and no resistance or friction was noted during advancement. The sheath was neither kinked nor bent, and proper engagement and locking procedures were followed, including audible click confirmation. Pulsatile flow was observed from the bleed-back indicator and slowed/stopped as expected during retraction. However, the indicator window did not change to black, and no red color appeared; the plug deployment button could not be pressed. The device was later attempted to be deployed outside the patient¿s body, but the indicator window remained unresponsive. The device was used to close a puncture site in the femoral artery. The operator was trained, and the vcd was used in an interventional procedure following proper storage and preparation per instructions for use (IFU). A retrograde approach was taken. There were no signs of damage to the device or package before use. A non-cordis sheath by terumo (8f, 10cm) was used. Angiography confirmed appropriate artery conditions, including insertion angle and diameter =5mm. No calcium, plaque, stent, significant stenosis, prior closure, or pre-existing complications were noted at the puncture site. Other procedural details were requested but were not provided. The hospital reported this case as a serious injury adverse event to the china nmpa. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.